Manufacturer narrative:
Updated annex a code

Event description:
It was reported that customer experienced difficulty with wake button because t button on pump stopped working and was later found to be missing. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump, and replacement pump was provided while awaiting returned device for further evaluation.